Event description:
It was reported that patient underwent a revision procedure to reposition the "superion" implant due to patient experiencing inadequate pain relief. The patient was noted to be doing well post procedure.